Event description:
A customer reported false positive duplicate troponin I results on a plasma sample from a pt. The sample was found to be normal using alternative methods. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.